Manufacturer narrative:
H4: the lot was manufactured from april 15, 2020 - april 16, 2020. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed which revealed a small tear at the lower right side edge of the bag on the first sample and no visual defect on the second sample. A functional testing was performed in all samples which observed a leak from the lower right side edge of the bag on the first sample sand no leak on the other sample. The reported condition was verified only in the first sample. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the corner. The leaks were identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.